Event description:
A malfunction alarm was reported due to cgm error 42 by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for a pump reset and guided the caller through the process. After the reset, the pump did not display the error code again, and the caller successfully started their sensor session.